Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Investigation found the q8 capacitor on the therapy board had a short circuit and was causing the issue. The therapy board was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device had an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient involvement reported with the event.